Event description:
Healthcare professional reported a "left side deflation." Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "left side deflation." Healthcare professional additionally reported left side "leaking valve" with ¿hole in valve". Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed surgical damage and observed opening on anterior side assessed unidentified (tear) opening. Shell thickness within specification. Valve leak and/or damage: observed delamination partial of the valve (adhesive failure) additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.